Event description:
It was reported a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently died. The patient was hospitalized and was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. The cause of the peritonitis was unknown. The patient remained hospitalized and had not recovered from peritonitis at the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895235, gd895433 and gd895748 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. The cause was not identified. Should additional relevant information become available, a follow-up report will be submitted.